Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker has been showing the same remaining longevity of 1 year since last year's device check. The patient was pacing 100% of the time and the clinician wanted to know why the device's remaining longevity was not changing. Boston scientific technical services (ts) discussed the magnet rate and explained that the device had a year or less than a year remaining. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.